Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced no alerts on the continuous glucose monitor (cgm) app and a hyperglycemic event. The patient's daughter reported cgm values were not displayed and no alerts were received. The patient had a milkshake containing a lot of sugar and took insulin afterwards; however, an odor was noted on the patient's breath. The patient was unable to obtain a cgm or bg value at the time. The paramedics were called, and the patient was transported to the hospital. The patient's blood glucose value was high, per medical personnel. Unspecified medical treatment was administered, and the length of hospitalization was not provided. At the time of contact, the patient was in stable condition. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). MFR 3004753838-2019-67395 was reported in error. Please disregard initial reporting of this event as this event has now been deemed non-reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.